Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results.it was reported to boston scientific corporation in 2008 that a radial jaw 3 large capacity single-use biopsy forceps was used during a procedure (patient gender, age and weight are unknown). According to the complainant, they noted that the forceps did not perform biopsy properly. The teeth appeared to be blunt. The procedure was completed with another radial jaw 3 large capacity single-use biopsy forceps. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Visual examination of the returned device revealed that it presented one bent jaw. Functional test found that the device opened properly; however, it did not close properly, due to bent jaw condition. Product evaluation was performed, and found the device was not within the expected tolerance. The cause of the reported malfunction is undetermined.